Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had a blood glucose of 244 mg/dl with stomach ache and headache; the reporter stated that the patient generally felt horrible with the elevated blood glucose. The reporter indicated that the pump had emitted 5 loss of prime warnings during the course of the day. The reporter indicated that the cartridge cap was tight, there were no extreme temperature issues, and there was no know trauma to the pump. The reporter also confirmed no issues with the rewind, load, or prime steps with battery and cartridge changes. The reported blood glucose does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/29/2013-device evaluation:the pump has been returned and evaluated by product analysis on 12/17/2013 with the following findings:a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no failures observed and no fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.